Event description:
It was reported that an intravia empty container broke during infusion of clindamycin. The reporter stated that they had been running the bag as a piggy back, and that the port of the bag broke as it was being disconnected from the IV tubing to attach a flush bag. It was reported that the patient received all of the medication and that clamps were used to remove the rest of the bag from the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4): the age of the patient is unknown; however, the event was reported to have occurred at cardinal glennon memorial, hospital for children.the device was not received for evaluation; therefore, a device evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.